Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that while in the cath lab, the md inserted the guide wire via the right femoral artery. The iab was prepped as recommended and inserted sheathless. Ten minutes after insertion, blood was found in the tubing. As a result, the iab was removed and replaced. There were no reported pt complications.